Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak and fill test were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(4) 2014, the reporter contacted animas alleging a hyperglycemic event associated with a cartridge issue. The reporter stated that the patient's blood glucose (bg) was 400mg/dl with no ketones and symptoms of severe dehydration. Reportedly, there had been no pump setting adjustments before or after the alleged event and no treatment was provided above and beyond usual diabetes care and management. It was reported that the patient experienced air bubbles in 5 cartridges and that the patient had been using the cartridges appropriately; the patient remained on the pump. The alleged bg excursion does not meet criteria for a serious adverse event. This complaint is being reported for alleged cartridge malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.